Event description:
It was reported that the pt experienced pain in their left hip lateral to the implantable neurostimulator (ins) and going down the thigh into the knee. It was noted that the pain goes away when the ins is turned off and was not positional. Reprogramming did not resolve the issue. The health care provider (hcp) took x-rays to determine lead position and concluded that lead was in a good location. It was also reported that the ins showed impedance readings of >4000 ohms on some of the bipolar pairs (electrode combinations #0-2 and #0-3). Follow-up info received indicated a lead break. It was noted that the break appeared at the very end where the insulated lead connects to the electrodes. When the physician gently tugged on it, and it separated and the inner un-insulated lead was observed. The device system was then replaced. It was noted that this was the fourth revision for the pt. After the revision, the pt felt comfortable stimulation, at 1 amp, in the vaginal area with no pain felt. If additional info is requested, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.